Event description:
Bed collapsed in 2001. Pt had to be taken to ER with a skull injury. The surgical supplier replaced it but what was replaced (the guard rails) had to be replaced again. Last week the rails broke again and fell off. The shaft that connects the two sides broke. This shaft was solid steel and rptr is unsure how this would break. Supplier was notified but was not concerned. They fixed it but rptr believes the bed is unsafe. Supplier does not seem to be concerned. MFR has been notified but has not replied concerning it.